Manufacturer narrative:
Button error alarmed after boot up and no button response on the esc button due to corroded keypad traces noted. Unable to perform displacement test due to unresponsive keypad. Moisture damage noted on lcd board. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer stated that the insulin pump was recently exposed to rain. Blood glucose level at the time of the incident was 80 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.